Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (8.0 mg/ml at 1.5519 mg/day) and clonidine (500.0 mcg/ml at 97.0 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain, other chronic/intractable pain (trunk/limbs), and other non-malignant pain. It was reported the patient experienced withdrawal. A nurse from a county jail called to announce the patient was in withdrawals. The patient was in a inpatient mental unit and was not able to have the pump refilled or be seen. It was noted there was an empty pump. A medical representative was contacted on 2015-apr-10 with results of the patient would be exited. The event resulted in in-patient hospitalization and prolongation of existing hospitalization. No action was taken as an intervention. The outcome was noted as resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as related to the device or therapy, not related to the implant procedure, and related to the drugs hydromorphone and clonidine with the drug action that caused the event being a missed dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.